Event description:
(B)(4). Some of my symptoms started before this date listed, but I can remember the exact date after the essure was implanted in me. I have experienced food allergies, constipation/diarrhea, sharp abdominal pains, migraines, vision problems, lower back pain, joint pain, severe dry skin, bloating, feeling like bugs crawling on my skin.